Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 17-apr-2017, fse arrived at the site to address the reported event. Fse removed the syringe assembly and cleaned and lubricated the large syringe lead screw to correct issue. He was subsequently able to calibrate and ran quality control (qc) with no errors. No further action was required by field service. The most probable cause of the reported event was due to a dirty large syringe lead screw.

Event description:
On (B)(6) 2017, the customer reported "706 large syringe error" with their g8 analyzer. Technical support (ts) advised the customer to change the sample probe which, initially resolved the issue. On (B)(6) 2017, the customer called back to report "706 large syringe error" and grinding noises. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.